Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 354mg/dl and no delivery alarms. The customer woke up with highs and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. The time and date were incorrect. Assisted the caller with correcting them. Instructed the mother to run the high pressure test and the test passed. The cannula was removed and it was not bent or occluded. No further information was provided.